Event description:
It was reported that the ilet bionic pancreas generated recurring alerts including a motor stall that paused insulin delivery and an occlusion alert; the motor stall was resolved with a restart and the occlusion with a supply change, and guidance on shutting down the device and using backup therapy was provided while the user continued cgm use. Symptoms included hyperglycemia with blood glucose over 300 mg/dl, nausea, lethargy, irritability, and blurry vision, followed later by improvement with a reported glucose of 217 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the problem was characterized as failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.